Event description:
It was reported that during an open heart procedure cardiac output was not available in the operating room or post op. However, pa waveforms were available. The catheter was withdrawn the next day and when the nurse was removing the catheter, resistance was met. The physician had difficulty removing the catheter. The catheter had been inserted and removed through the introducer but the introducer was left in place in the patient for central line access. It was noted upon removal that heating coil appeared to have broken was "bunched up" at the spot of the break. It was indicated that there did not appear to be any difficulty inserting the catheter. An arrow introducer, (B)(4), was used with the catheter. The introducer is not available as it was removed at a later date. There were no apparent adverse patient issues.

Manufacturer narrative:
The catheter was connected to the laboratory's vigilance ii monitor and an error message was observed, "fault cco: check thermal filament connection". Continuity testing confirmed a short condition in the thermal filament circuit. Examination of the catheter found a tear in the catheter body. There was no other visible catheter damage observed. The tear was found to enter the thermal filament, p.a. Distal, and proximal injectate lumens. The tear was found to be across both traces of the thermal filament circuit. The p.a. Distal and proximal injectate lumen were found occluded with blood. There was no visible inconsistencies observed on the eeprom data. The thermistor read 36.9 c when submerged into a 37.1 c water bath. As per our vigilance's operators manual, thermistor temperature reading accuracy is (B)(4). Thermistor circuit was continuous, and there was no open or intermittent condition. Thermistor, thermal filament, and optical module connectors were opened and found no visible inconsistencies. Proximal infusion lumen was patent without any leakage or occlusion. The balloon inflated clearly and, concentrically and remained inflated for more than 5 minutes without leakage. There was no visible damage observed from the returned syringe. The reported event of "cardiac output was not available" was confirmed. An investigation was opened to determine the cause of the complaint and implement any necessary actions. The reported event of "resistance was met when attempting to pull the catheter" could not be confirmed due to the arrow introducer not being returned. Note that the arrow introducer has an accordion sheath, at the distal edge of the valve housing. This condition allows the introducer to bend to a 90' angle. With the introducer bent 90' the swan-ganz catheter may not able to be removed due to the catheter kinking inside the introducer sheath. Although the root cause of the damage cannot be conclusively determined, handling factors may have contributed to the event.